Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review could not be conducted since the lot number was not provided no corrective action can be established at this moment since the device sample is not available for evaluation. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility neither is being manufactured at the time. If the device sample becomes available at a later date this complaint will be updated.

Event description:
The customer alleges that the comfort flo hi flow circuit was filled with water. The column was full and the circuit started to fill.no patient harm reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and no issues were encountered. All valves opened and closed freely, and the column did not overflow as reported in the complaint. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges that the comfort flo hi flow circuit was filled with water. The column was full and the circuit started to fill. No patient harm reported.